Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the non-tortuous and mildly calcified superficial femoral artery. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation; however, during initial inflation at 9 atmospheres for 20 seconds, the balloon ruptured. The device was simply removed. The procedure was completed with another of same device. No patient complications were reported and the patient condition was fine.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the non-tortuous and mildly calcified superficial femoral artery. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation; however, during initial inflation at 9 atmospheres for 20 seconds, the balloon ruptured. The device was simply removed. The procedure was completed with another of same device. No patient complications were reported and the patient condition was fine.

Manufacturer narrative:
Device evaluation by MFR: mustang device- batch# 25210016, was received for analysis. A visual examination identified that the balloon was not folded, and inflation media was present inside it which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure for 30 seconds without issue. A vacuum was then applied. The inflation device was verified before and after use. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from kinks or damage. No issues were noted with the returned device which may have potentially contributed to the complaint incident.